Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/19/2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock c vented anchor broke during insertion. The surgeon used an ar-1922p punch and an ar-1927ptb-45 tap to prepare the bone socket for insertion fo the anchor. The case was completed by removing all broken fragments and using another ar-2324bcct biocomposite swivelock c vented from a different lot number. This was discovered during an rcr procedure on (B)(6) 023.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-2324bcct was received for investigation. The returned devices were visually inspected, and it was noted that the bio was broken into two pieces. No functional testing was performed as the device was received damaged. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0087-12, at revision 0. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.

Event description:
Additional information received on 8/9/2023: there was no case delay, and the anchor was pulled out when doing a strength test.